Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
Reports that starting about 3 weeks ago she developed an itchy red bumpy rash under the tape border. At first it was just a small area and she would cut off a piece of the tape border and it would clear up but reappear in a different place. Last week it became worse and was under the entire tape border. She saw her dr and her wocn who recommended coloplast no sting barrier wipes. She used the wipes 2 days ago and states now the rash has spread under the wafer and is so itchy she has removed the appliance. Saw her dr and ostomy nurse who provided samples of a no sting wipe and states rash is now under mass and tape border and is very itchy. She will call her doctor to discuss if rash may be not only a sensitivity to the adhesive but might also be fungal. Discussed how to use a powdered medication. Also discussed how to do a patch test of tape and advised to test new products in an area away from stoma to see if she can tolerate. She is wearing a convex wafer but does not know why. Sending sample of moldable with a hydrocolloid adhesive border.